Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high and low blood glucose on (B)(6) 2017. The customer also reported having inaccurate sensor readings with multiple sensors. The customer stated that low blood glucose level was 50 mg/dl and the sensor was reading 120 mg/dl. High blood glucose reading is unknown. The customer declined troubleshooting for high or low blood glucose and did not provide details. The customer indicated they have had up to 60 points of difference between the sensor and blood glucose readings. Blood glucose level would be in the 200 mg/dl range while the sensor is in the 100 range. Insulin delivery was not suspended due to sensor glucose discrepancies. Blood glucose at the time of the call was 200 mg/dl and sensor glucose was 130. The customer was advised about the proper insertion and calibration techniques. The insulin pump and sensors will not be returned for analysis.